Manufacturer narrative:
The battery was returned for evaluation. The reported event of a critical battery alarm was confirmed. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a critical battery alarm on (B)(6)2016 at 16:26:37. At the time, (B)(4) was connected to bat211339 with 5% remaining charge and an ac adapter. Following this alarm, the controller was connected to bat211339 and bat211634 with 0% and 97% remaining charge respectively. It is likely that the patient connected bat211339 to the controller with a capacity below 10%. The data file can record up to 30 days of data before a first in first out overwrite is initiated. Data logs covering the reported event date were not available for analysis because the data covering the reported event date was likely overwritten. The first data point in the data file is on (B)(6)2016. Analysis revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to the patient connecting bat211339 to the controller when it had less than 10% remaining charge. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient observed an erroneous "critical battery" alarm with the battery. The battery was subsequently exchanged with no reported patient consequence.  No further information has been provided.